Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was replaced due to exhibiting high captures thresholds and no capture at maximum output. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.